Event description:
On 3/23/95, the individual was notified that he was allergic to latex. The individual has been sensitized to latex from the continuous wearing of latex gloves. The user has suffered from hand sores, wheezing, hives, runny eyes and nose, shortness of breath, and hand dermatitis.